Event description:
It was reported that the user experienced hyperglycemia after a recent infusion set and supply change, with a prior occlusion alarm addressed earlier, and the user elected not to move the infusion site while monitoring glucose; the highest reported glucose was 333 mg/dl, elevated for approximately 1 hour 20 minutes, without use of backup therapy or ketone testing. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no additional assistance. Investigation included complaint intake, troubleshooting, and user education regarding monitoring and expected correction by the system. Investigation of this case revealed an unclear cause of hyperglycemia, with prior occlusion resolved and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.